Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a dislodged grip tang near the base of the grip tip, which may prevent proper removal of the jaws from the trocar. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws were not able to open. The procedure was completed with no reported injury.